Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received via a manufacturer representative from a consumer regarding a patient who is implanted with two neurostimulators. It was reported that there was difficulty with charging the patient¿s left implantable neurostimulator. On the day of the report, the maximum charge strength that she could achieve was 4 of 8 coupling bars when she was normally able to achieve 8 bars. There were no factors noted to be contributing to this issue. The patient indicated that the implantable neurostimulator feels closer to the skin than it did at the day of implant. The patient is able to feel the ports where the lead tails connect to the header; however, the patient also reported that she is not a fiddler. When trying to charge with a different recharger, the result was the same. No intervention has taken place to resolve the issue; however, the patient is in the process of scheduling a procedure to have both of her implantable neurostimulators removed and having a new implantable neurostimulator connected to the paddle lead in the best position, but it is taking a long time to find a surgeon who accepts her insurance. The issue was not resolved at the time of the report. There were no further complications reported or anticipated.